Event description:
It was reported that on (B)(6) 2012 the healthcare provider (hcp) was unable to aspirate fluid; however free flow of csf (cerebrospinal fluid) was also indicated. Hcp gave a bolus through the pump and results were noted as normal. Patient had no signs or symptoms. It was later reported that the pump was replaced due to normal eol (end of life), battery depletion. Drug delivered via the device was baclofen. Patient outcome was noted as resolved without sequelae as of (B)(6) 2012.

Event description:
Additional information: the drug used in the pump was compounded by an outside pharmacy; it was unknown what the pharmacy used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8703w, lot# l37849, implanted: 1996-(B)(6), explanted: unk. (B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump was returned with no catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.